Manufacturer narrative:
(B)(4). Batch # p92v5g. Investigation summary: the device b was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled it was found that there was a cracked internal component; the y-link. The ¿remove instrument from patient¿ alert screen is a prelude to further diagnostics. To avoid inadvertent tissue damage during diagnostics the surgeon is guided to remove the instrument from the incision before proceeding. However, no alert screens were displayed at any time during testing. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic paraesophageal hernia procedure the first device caused a clean jaws message. The customer cleaned the jaws, attempted to use the device and it caused a remove from patient message. The customer cleaned the device again and still had the same issue. When the second device was first attached it showed no uses remaining. Procedure was completed with another device of the same product code. There were no patient consequences reported.